Event description:
The physician used the cassi rotational core biopsy system for a ultrasound guided breast core biopsy on calcification; however, physician felt the biopsy sample was not adequate. The cores were radiographed, but the calcifications were not seen. As the pt lived in another town, the physician performed a sterotactic core biopsy that day as well. Both samples were sent separately to pathology. Both samples gave the same diagnosis.

Manufacturer narrative:
Device was discarded and evaluation was not possible. The IFU states "if device malfunctions or fails to perform as intended, do not use or discontinue use. Select additional biopsy device (s) to complete the procedure as necessary".